Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was in the doctor's office and when they went to upload the pump information, some of the days had missing information from when he was in the hospital last week. Customer stated that his blood glucose was 750 mg/dl and in the 800's mg/dl. Customer thinks that it was his gastro paresis. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 500 mg/dl. Customer was vomiting and had abdominal pain. Customer stated that his stomach was bothering him for days. Customer's blood sugar was high and it was possible that he had an infection in his stomach. Customer was on IV fluids and his pump was adjusted. Customer was fine after that. Customer was wearing the pump at the time of the incident. Customer stated that it could have been the insulin bottle, so he changed the insulin bottles and has not had any issues.